Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) small volume folfusors underinfused during patient infusion. The devices contained 5 fluorouracil in 5% glucose solution with a final volume of 85 ml. The expected infusion time was 7 days; however, the balloons remained significantly filled at the expected completion time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.